Manufacturer narrative:
The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of three products involved with this event which is associated with mfg. Report # 1016427-2011-00133, 9616099-2011-00948, and 1016427-2011-00134.

Event description:
The email received from (B)(4) study indicated that a dissection occurred post pre-dilation during the index procedure. The patient also experienced aphasia on the same day as the index procedure. The patient was diagnosed with an ischemic stroke. The patient is a (B)(6) male who was enrolled in (B)(6) study for carotid stenting. The target lesion location was the ostium of the left internal carotid artery (l6). It was noted that there was an in-stent restenosis of a previously placed carotid stent (brand unknown). The lesion was eccentric. The rate of stenosis was 85%. The length of the lesion was 25mm. Two angioguard ((B)(4) / lot 70511601 and (B)(4) /lot 70810529) embolic protection devices (epd) were used during the procedure. There was no difficulty deploying the devices or capturing the devices. The database information states that during pre-dilation of the lesion a grade b dissection occurred. The brand of balloon used to pre-dilate the lesion is unknown. It is unknown as to which angioguard epd was in place when the dissection occurred. A precise ((B)(4) / lot 15435011) stent was implanted to treat the lesion and to stabilize the dissection. It was also noted that post pre-dilation a neurological event of aphasia, left visual field loss, right sided hemiparesis and right sided hemiataxia occurred. The onset was sudden with residual effects. The patient was diagnosed with an ischemic stroke. The patient was discharged six days post procedure with aspirin and clopidogrel prescribed.

Manufacturer narrative:
The email received from the (B)(4) study indicated that a dissection occurred post pre-dilation during the index procedure. The patient also experienced aphasia on the same day as the index procedure and was diagnosed with an ischemic stroke. The patient is a (B)(6) male who was enrolled in the (B)(4) study for carotid artery stenting. The target lesion location was the ostium of the left internal carotid artery (l6). It was noted that there was an 80% in-stent restenosis of a non-cordis acculink carotid stent placed 4 years earlier. The lesion was eccentric with a length of 25mm. Two angioguard (601814rmc / lot 70511601 and 701814rmc /lot 70810529) embolic protection devices (epd) were used during the procedure. There was no difficulty deploying or capturing the devices. The database information states that during pre-dilation at 3 atmospheres, with a cordis balloon, a grade b dissection occurred. It is unknown as to which angioguard epd was in place when the dissection occurred. A precise (pc1040rxc / lot 15435011) stent was implanted to treat the lesion and to stabilize the dissection. It was also noted that post pre-dilation a neurological event of aphasia, left visual field loss, right sided hemiparesis and right sided hemiataxia occurred. The onset was sudden with residual effects. The patient was diagnosed with an ischemic stroke. To treat the symptoms the physician performed intracranial thrombolysis with tpa by placing a perfusion catheter in the branch of the left middle cerebral artery (mca). The patient was discharged 6 days later and one month follow-up shows that the patient has recovered from his neurological deficit almost completely except for some mild dysphasia. The patient's medical history includes hyperlipidemia, coronary artery disease and hypertension. The product was not returned for evaluation and testing. A device history record review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. Vessels that are resistant to angioplasty have a higher risk of intimal dissection during interventional procedures. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence to suggest there were any manufacturing issues that contributed to the reported event. This does not represent device malfunction. Review of the available information suggests that vessel / lesion characteristics and possibly procedural factors may have contributed to this event. Ischemic stroke is a known potential risk associated with implanting a stent in a carotid artery and can be defined as a cerebrovascular disorder caused by deprivation of blood flow to an area of the brain, generally as a result of thrombosis, embolism, or reduced blood pressure. The act of stent expansion or post-dilatation, to optimally oppose a carotid stent to the vessel wall, temporarily obstructs blood flow to the cerebral arteries (ischemic process). The physical manipulation of the carotid arteries produces the risk of dislodgement of debris that may travel upstream to the cerebral arteries potentially disrupting perfusion. This act, inherent to the procedure may have contributed to the reported event. A blood vessel that is not blocked, but is extremely narrowed, can also cause an ischemic stroke. The blocked or narrowed arteries deprive brain cells of oxygen and nutrients, leading to nerve cell death. Eighty percent of all strokes are ischemic. During ischemic stroke, diminished blood flow initiates a series of events (called ischemic cascade) that may result in additional, delayed damage to brain cells. Early medical intervention can halt this process and reduce the risk for irreversible complications. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events. Please note that this medwatch report represents one of four products involved with this event which is associated with MFR reports # 1016427-2011-00133, 9616099-2011-00948, 1016427-2011-00134, and 9616099-2012-00029.

Manufacturer narrative:
Additional information received states that the patient underwent carotid stenting in 2007. An acculink stent was implanted. Approximately four years later the patient returned with an 80% in-stent restenosis of the previously placed stent. An angioguard ((B)(4)/ lot 70511601) embolic protection device was deployed and the lesion was pre-dilated with multiple cordis balloons. A 4.5x20 balloon, 5.5x20 balloon, and 6.0x20 balloon. During inflation of the 6.0x20 balloon to 3 atmospheres a dissection occurred. Post pre-dilation a neurological event of aphasia, left visual field loss, right sided hemiparesis and right sided hemiataxia occurred. The onset was sudden with residual effects. Therefore, a precise ((B)(4) lot 15435011) stent was deployed to stabilize the dissection and treat the lesion. The reported dissection was recognized after completion of the initial procedure. To treat the symptoms the physician performed intracranial thrombolysis with tpa by placing a perfusion catheter in the branch of the left middle cerebral artery (mca). Follow up after one month shows that the patient has recovered from his neurological deficit almost completely except for some mild dysphasia. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. Please note that this medwatch report represents one of four products involved with this event which is associated with mfg. Report # 1016427-2011-00133, 9616099-2011-00948, 1016427-2011-00134, and 9616099-2012-00029.